Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an inaccurate fill estimate. Review of the pump data logs by tandem technical support verified that the cartridges were being filled with over 300 units of insulin. Blood glucose level was in the 400's (mg/dl).